Event description:
Customer reports during an injection, a connector broke away and blew off.

Manufacturer narrative:
Due to contamination, actual product was not returned to manufacturing for investigation. Customer provided a photographic image of the tubing for evaluation. Manufacturing reports; preliminary report indicates that after examining the picture, manufacturing was unable to determine whether the luer lock came loose from the tubing, or if the luer lock has broken off in the tube. The exact cause of the separation of the tubing can be due to insufficient solvent, undersized tubing, tubing not being fully inserted or undue stress applied at the bond. Broken tubing can be caused by excess solvent at the bond, brittle tubing, storage conditions or a combination of all. Based on the information that we have, we are unable to determine the exact cause of the issue reported. If product or new information is received, we will send you the final report when manfuacturing receives it.